Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and no errors specified. The reported issue is no confirmable via logs; only crm tickets listed, no errors present in logs. Fa inspection was able to replicate and confirm the reported event; unit tested on system, initial operations successful via all ports. After energy operations, ne pad resistance stuck at 510 ohm regardless of ne pad connection. Unit rebooted, presents m-02-7 error startup (4/2/2026 8:51 am us-ga). M-02 replicated on further reboot. M-b0 errors in erbe logs prior to fa. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fe replugged the neutral pad cable, but issue persisted. The fe suspected the neutral connection port maybe defective and replaced it with loaner erbe. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe intermittently could not recognize the ground pad. Reseating the ground pad cable did not resolve the issue. The procedure was completed as planned using a backup ground pad. There were no reports of patient injury.